Event description:
The haptic of the lens was found to be crimped after it was implanted. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00031 for the delivery used with this intraocular lens.